Event description:
It was reported that the customer had low blood glucose levels of 57 mg/dl. The customer reported being hospitalized on (B)(6) 2014. It was reported that the customer was involved in a car accident and was driving at that time. It was reported that the customer was wearing the insulin pump at the time of the accident. The customer also reported that insulin was missing from the reservoir upon inspection. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.